Manufacturer narrative:
One medfusion pump was received with no notice of external damage. The event history log was reviewed and there was a primary alarm post error in the history. Start-up was conducted and the reported issue was able to be duplicated. The c9 capacitor was a little loose on the interconnect board. The issue was caused by normal wear since the interconnect board is over 12 years old. The interconnect board will be replaced to resolve the issue and the speaker will be replaced as a preventative measure.

Event description:
Information was received indicating that a smiths medical medfusion pump was alarming. The pump had been returned previously for a motor rate error during a motor drive test. There was no reported adverse event.